Manufacturer narrative:
Operator of device unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was not calibrating. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with scratched lens, missing tamper seal, loose air detector, peeling downstream sensor seal, and worn upstream sensor seal. There was no evidence of the reported error in the event history log. The reported problem was not duplicated. During the investigation and performing a calibration test on the device, both upstream and downstream sensors were found to be functioning as intended. No fault or issues were found with the device. For preventative measure however, it was recommended replacing the upstream and downstream sensors. The root cause was unknown. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4).

Manufacturer narrative:
B5: additional information received on 23-mar-2022 via email and attached in complaint object: found on table where broken equipment is placed for pickup for repair. No note attached. No injury was reported. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 2110.